Event description:
It was reported that cartridge alarm 20 occurred during pump use and issue did not happen during loading process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, provided instructions for placing pump into storage mode, confirmed shipping details, and instructed customer to return problematic pump within specified timeframe and to program pump settings and connect continuous glucose monitor on replacement device.